Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic no capture issue and no sensing issue was observed on the ra lead. Patient had fallen down recently and upon fluoroscopy, lead dislodgement issue was discovered. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 49.3-49.5cm from the connector pin, consistent with lead friction to another device or feature of the heart. It is believed this abrasion was most likely the cause of the field event. This is consistent with the observation from the field of capture and sensing anomaly.